Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component and installed it on a known good vela ventilator. The unit was powered on in operating mode. The vte (exhaled tidal volume) and vti (inhaled tidal volume) values were measured. The vti was out of acceptable range per the product service manual specifications. This issue was found to be due to a malfunction in the turbine interface pcba (printed circuit board assembly). This issue will be internally investigated.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while using the vela ventilator, the unit displays low vte (exhaled tidal volumes). The customer reported checking the events log and indicated a xdcr (transducer) fault occurred. The customer reported performing transducer calibrations and having it pass calibrations. The customer reported the issue regarding the low vte was not resolved. The customer reported after running the suspect device for more than one hours, the vent and turbine time increments to one, then resets again when the unit is restarted. After crosschecking the turbine and turbine pcb (printed circuit board) with a known good component, the issue was resolved.